Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt and no anomalies were noted. It was then tested for its gas transfer performance. The unit was found to meet specification for its oxygen transfer and carbon dioxide removal. The unit was found to function as intended; therefore, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received from the clinical specialist states that, a partial pump record was shared, and this case was a repair of an aortic aneurysm. There was a 2-minute delay of oxygenation to the patient. The partial pressure of oxygen (po2) oxygenation value had dropped to a critical value of 85mmhg right before the oxygenator changeout. The activated clotting time (act) at that time was 653 seconds per the clinician, which is adequate. After the new oxygenator was inline and bypass was resumed, the po2 oxygenation value was an acceptable 421mmhg. The complaint oxygenator was functioning at the beginning of bypass, with first po2 value of 228mmhg with an unknown fraction inspired oxygen (fio2) setting. The po2 value gradually dropped until a critical value of 73mmhg was reached. Once the po2 value remained below acceptable levels at 85mmhg, the decision to change out the oxygenator was made.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed an oxygenator failure. It is unknown if there was a delay, if the procedure was completed successfully and if there was a blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. As per user facility, there was oxygenator failure because the oxygenation has decreased even though the pressure was normal, no gas transfer for no apparent reason. Act 653 seconds. Oxygenator was exchange between 12:28 to 12:30 product was changed out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.